Manufacturer narrative:
This is one of two device reports related to this event. This event is one of two event related to this same patient. This event is associated with MFR report numbers 1225714-2013-00169 and 1225714-2014-00170. The other event for this patient is associated with MFR report numbers 1225714-2015-081168 and 1225714-2015-08119. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient experienced a cardiac event that was sudden in nature and expired on that same day, which is alleged to have been caused by the patient 's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs #1225714-2014-00169 and 1225714-2014-00170.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.